Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that a couple of days ago the patient was walking and their stimulation went off. The patient was not sure why the stimulation shut off. They stated that they were able to turn it back on, but noticed that the language on the controller had changed. The patient was calling as they wanted to get the controller back to english. During the call the patient was able to change the language back to english. The event occurred in (B)(6) 2019. No further complications were reported/anticipated.